Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 54 mg/dl. The customer treated with food for the low blood glucose. The customer states they were trying to set up the pump when it alarmed no delivery. Troubleshooting was performed and was able to resolve the no delivery alarm with a set change. However the customer did not provide the type of set they use. The device will not be returned for analysis.